Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. Additional observations were as follows: iol returned in a plastic container in the blister tray. No device returned. Iol has solution dried on both surfaces of the iol. Two parallel lines over the optic observed which appears to be marks from solution. The lens is cleaned for further evaluation. Iol shows no marks/ scratches post cleaning. Reported complaint not confirmed. No root cause identified as the reported complaint "scratches on the lens" was not observed. The lens had 2 parallel marks over the optic that appeared to be solution marks. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There were no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that there were two scratches noted on the lens. Additional information was requested.